Event description:
The rptr tested the pt and obtained a blood glucose result of "hi" (greater than 600 mg/dl) on the accu-chek compact plus sys 1 in comparison to the blood glucose result of 167 mg/dl on accu-chek compact plus sys 2. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New sys sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek compact plus sys 1. Reference medwatch with suspect device accu-chek compact plus sys 2.